Event description:
Pt undergoing thoracotomy under general anesthesia using a narcomed 6000 anesthesia machine. Required suctioning of secretions in endotracheal tube. Suctioning done with flexible catheter inserted via a sideport in the endotracheal tube connector during ventilation in pressure ventilation mode. Rate 32, pip 29, peep 4. Suctioning caused the ventilator to alarm "negative pressure", the ventilator stopped functioning. The monitor screen said "resetting piston" but the machine never reset. The machine was "dead". Rptr could not convert to the manual ventilation mode with the usual button. Rptr pressed the red manual override button, but with no effect. Rptr ended up blowing on the ett with their mouth (covered by their mask) for a few breaths until an ambu bag could be connected. The anesthesia machine was turned off, then turned back on and it worked perfectly thereafter. After the case the problem was reproduced by doing the same suctioning process. The rep from drager indicated that this known problem can be avoided by suctioning only in the"spontaneous/manual ventilation" mode or by using less powerful suction. The pt suffered no complication other than slight, very transient decrease in oxygen saturation. This ventilator is on an anesthesia machine, but rptr understands that the same ventilator mechanism is used on the drager ICU ventilators.